Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. During treatment on an emergency case, plain old balloon angioplasty was performed. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. A 2.75x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A non-bsc guide extension catheter was used with the device but still it was unable to cross. When the device was removed from the patient's body, it was noticed that the stent was lifted. The procedure was then completed with a 2.5x18 non-bsc stent. No patient complications were reported.